Event description:
This is a report of a patient who experienced peritonitis and encapsulating peritoneal sclerosis (eps) coincident with automated peritoneal dialysis (apd) therapy, identified in a literature article. The peritonitis occurred on an unreported date prior to transplantation. The cause of the peritonitis was unknown. Treatment and outcome of the peritonitis are unknown. On an unreported date, therapy with icodextrin was stopped. On an unreported date, the patient developed symptoms of intestinal obstruction manifested by abdominal pain, nausea, vomiting and abdominal bleeding before discharge from the hospital. The patient required surgical intervention due to the report of intestinal obstruction. The patient was diagnosed with encapsulating peritoneal sclerosis (eps). The patient had a partial adhesiolysis performed. On an unreported date, the patient was started on tamoxifen (20 mg, daily). On an unreported date, for more than three years after transplantation, the patient presented occasional abdominal symptoms with bloating, vomiting and diarrhea and was slowly losing weight, although serum albumin and protein were within the normal range. On an unreported date, after the end of the fourth year following kidney transplantation, the patient's clinical condition deteriorated, serum albumin and protein decreased and therefore the patient parenteral nutrition was initiated. It was reported and that the patient received dietary counseling, was under thorough medical supervision. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).